Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while inputting the settings into the pump, the customer inadvertently did not set it up properly. Blood glucose was 343 mg/dl. Tandem technical support assisted the customer with the ¿carbs on¿ setting.